Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported withdrawal difficulty may have been procedure related.

Event description:
During a pulmonary vein isolation procedure, the device became entangled near the patient's mitral valve. The catheter was advanced via antegrade approach and mapping began in the left atrium. While mapping, the catheter became entangled in the patient's mitral valve. Open chest surgery was required in order to avoid damaging the mitral valve or chordae tendineae during percutaneous removal of the catheter. The catheter tip was cut and the remainder of the catheter was removed from the sheath while the catheter tip was successfully extracted and there was no damage to the mitral valve. The procedure was successfully completed with a replacement catheter and the patient is in stable condition. The physician felt the cause was procedure related and not due to a performance issue with any abbott device.